Event description:
The reporter stated that when the product package was opened, the operating theater staff noticed that there was a fault in the appearance of the product. The flaw was oval shaped, approx 2 inches by 1 inch, and at the end of the sheet of the product, there were also small areas of separation of the silicone layer from the matrix layer. It was reported that this resulted in prolonged surgery time.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.